Event description:
It was reported that the cylinders of this inflatable penile prosthesis exhibited inflation issues due to fluid loss from the pump. All components were removed and replaced. There were no patient complications reported.